Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe disconnected from the cassette and one still attached to the cassette were received with tip protectors, in a tray, for the report of cutting failure during surgery. Per complaint details, the probe that was received disconnected from the cassette is the reported probe and will be evaluated. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and cut and was found non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at one location along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. The complaint evaluation does not confirm the probe has a cut failure. Unrelated to the reported event, the evaluation indicated that the probe had an aspiration failure. The cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe, as indicated by the complaint description. The evaluation did not confirm a cut failure and the probe sample was able to aspirate once the observed interference was removed, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a cutting failure of the probe occurred during surgery. The product was replaced and procedure completed with no patient harm.